Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time and date were intermittently inaccurate. The cause for the pump time being inaccurate was unknown. Tandem technical support guided the customer through adjusting the pump time and date to be accurate. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no response from the customer was received.